Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representation evaluated the system and found a power supply that needed to be replaced, and ordered the power supply, but no conclusion can be drawn as repair information is not available.